Manufacturer narrative:
Based on the claims against the product noting sparks, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument passed the electrical continuity test. The complaint regarding the visible spark coming from the jaws was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy - malignant surgical procedure, the surgeon activated the fenestrated bipolar forceps instrument, and a visible spark was seen coming from the jaws. The instrument was immediately removed from the patient's body and examined; a white piece of plastic at the base of the instrument's jaws was burned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.